Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
A significant increase in the ventricular stimulation and drop of r wave was seen. No pneumothorax but change in electrode position was seen suggesting right ventricular perforation. The patient was hospitalized and chest x-ray was performed. The rv lead was repositioned in the middle/flow septal region. Cardiac open surgery was done and the perforation site was sutured. The lead remains implanted. Should additional information be received, this file will be updated.